Event description:
Reporter indicated that a vns patient's generator had migrated and is now in a position that is painful to the pt,. Because of the pain, the pt presented to the emergency department for eval and further management. Pain medications have not helped. The surgeon indicated that the generator was originally placed submuscularly. Current chest x-rays reviewed by the surgeon showed that the generator is in a submuscular location and has rotated somewhat into the region of the left axilla. Follow-up with the surgeon's office revealed that 3-0 vicryl suture material was used during the initial implant to secure the generator to the fascia. The manufacturer recommends a non-absorbable suture material be used. Generator revision surgery is planned.